Event description:
It was reported that the patient had had "finicky" charging since implant. The impedance measurements were normal and the placement "didn't seem to be an issue." It was noted that revision was being discussed with the health care provider. Additional information received reported that the patient was scheduled for a revision/replacement on (B)(6) 2014. It was noted that that was all of the information that was available at the time of report. Additional information was requested but was not available as of the date of this report. Refer to manufacture report number 3004209178-2014-01669 for concurrent event.

Event description:
Additional information received reported that the revision was 2014-(B)(6) and the manufacturer representative would let the manufact urer know the patient¿s status after the revision. Additional information received reported that the new ins was hooked up. It was unknown if there were any system malfunctions seen that would cause the charging issues. It was also unknown if the patient was now charging normally. It was noted that the patient outcome was that they were doing great.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).